Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the revision went well. The manufacturing representative saw the patient at the follow up appointment and she was sore but the implantable neurostimulator (ins) seemed to be better placed in the pocket. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead product ID: 977a290 lot# serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they experienced pain at the implantable neurostimulator (ins) site and difficulty charging. The ins was moving in the pocket. The patient met with the physician and a revision was suggested. The patient was scheduled for a revision on (B)(6)2015. The indications for use include non-malignant pain. If additional information is received, a supplemental report will be sent.